Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which display a insyte autoguard device. The first photograph displayed a 22g insyte autoguard IV catheter. The catheter tip appeared tapered, and no damage was observed on the catheter. The second photograph showed the top web unit label with lot #4177940. The video displayed a 22g insyte autoguard IV catheter with what appeared to be blood residue within the catheter tubing. The IV catheter was being rotated in the video. The catheter tip appeared to be tapered, but also appeared slightly flared. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The observable features on the submitted photographs and video did not contain enough information to identify a specific root cause of the reported event. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global catheter tip defective. The following information was provided by the initial reporter: we have recently had a few issues with our bc autogaurd pro 22g ref: 381023, it has been brought to our attention from some of our doctors that plastic tip on some of the products are flared out when they should be tapered. The doctors have estimated that it is about 5-10% of the cannulas have this defect. This makes the products defective. Please see attached video of one of the defective cannulas and a photo with lot number, I have also attached a photo of a cannula without the defect. 11nov the incident happened during use, the dr had multiple attempts at cannulating. It was after this she started noticing that about 10% of all the bc pro that she used had the flared tips only impact on patient was multiple attempts at cannulation, otherwise no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.